Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that a heart block occurred. The patient presented for a transcatheter aortic valve replacement procedure with a 23 mm lotus edge valve. 24 hr post procedure, a heart block was noticed. A permanent pacemaker (ppm) was placed to mitigate the high heart block. Efforts are being made to obtain patient status updates.